Event description:
It was reported that a patient underwent an at/af ablation procedure that included an unspecified ablation catheter. The patient experienced pericardial effusion that required drainage. A patient who had an af/at ablation using carto and associated catheters on (B)(6) 2023 was brought back to the lab later in the day, for drainage of a pericardial effusion assumed to have accumulated as a result of their procedure that day. Since an unspecified catheter was used for ablation, additional clarification was requested on this device. However, no further information has been made available. Therefore, the unk_smart touch bidirectional sf has been added under the d4. Catalog. Multiple attempts have been made to obtain clarification to this event. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Manufacturer narrative:
D4. Catalog: unk_smart touch bidirectional sf. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).